Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the mega suturecut needle driver instrument tension cord tip broke. The surgeon was notified and instructed the scrub technician to remove the instrument and all pieces were obtained. The procedure was completed with no reported injury. On 09/10/2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: during surgery the tension cord of the mega suturecut needle driver tip broke. Surgeon was notified and he instructed scrub tech to remove the needle driver. All pieces were obtained. Charge nurses were notified and instructed me to save all pieces and place them in a biohazard bag. Mega suturecut needle driver 8mmda vinci xi surgical systemver-16lot# k10231207 0345 ref# (B)(4).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suture cut needle driver instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found not abnormally sharp or damaged components that may contribute. The complaint was confirmed by failure analysis.